Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no alarm was shown on screen and the device worked as intended. Neither harm to patient, user or third party nor a treatment delay was reported. The patient was transferred to an alternative ventilator for safety reason. The mainboard has been identified to be the faulty component. (Mainboard replaced, problem solved).

Event description:
The following was reported to hamilton medical ag: summary: device emits smoke during ventilation - no failure message on screen and ventilation continuous.